Event description:
A "pump" manufactured by "emerson", utilized in a surgical procedure, was "defective in its design and/or manufacture resulting in a concurrent cause of the ...injury...". The procedure referred to was a "video assisted thoracoscopy and pleurodesis...", after which the pt went into a code blue life threatening condition...", which eventually led to their death after "more than four months".